Event description:
The customer reported error code 1007 unable to process test, activated read failure with quality controls for bnp on the architect i1000sr analyzer. The trigger and pre-trigger solution was changed on (B)(6) 2020. There was no reported impact to patient management.

Manufacturer narrative:
Rcr # 3016438761-10/06/21-003-c. Further investigation determined this event was impacted by an issue identified in architect software versions 9.41 or earlier. A product correction letter was issued on 29sep2021 to all architect customer¿s notifying them of the issues in architect software versions 9.41 and earlier. The product correction letter informs the customer that an abbott representative will schedule a mandatory upgrade of their system to architect software version 9.45 or 9.5.